Event description:
It was reported per call report by the clinical engineer (ce) that he needed to have field service come and "repair" this pump. When the clinical support specialist (css) spoke with the ce, he stated that this pump was not reading the pressures right as the pressures were reading low. The css asked if this had been a fiberoptic catheter on the pt. The ce was not sure. The css explained that if it was a fiberoptic catheter in the pt, the catheter may not have been zeroed and that was why the pressures were reading low. The css explained that the pressures would have needed to be calibrated. The ce did not think he would be able to find out if it was a fiberoptic catheter and if it had been zeroed. Info received by field service report on (B)(6) 2010 stated the pump was on pt.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.